Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
While prepping for a pulmonary angiogram procedure, the tip of the dilator broke off. Another of the same device was used to continue with the procedure. The device did not make patient contact, and there were no injuries or additional medical intervention.